Event description:
In 2004, bioglue surgical adhesive was used during surgical procedure performed on a pt of unk age and significant medical history of acute type a aortic dissection. The repair of the defect was performed utilizing bioglue surgical adhesive. According to the report, postoperative imaging revealed a minor blockage of the left main coronary artery. The initial report stated that a CABG had been performed in response to the blockage. However, additional info received in 8/2004 noted that intervention was not required and the pt would be monitored. In 10/2004, cryolife received info that at the end of the original procedure, the vein graft was indeed placed in order to bypass the blocked left main coronary artery. The surgeon suspects that bioglue entered into an undetected tear in the distal left main coronary artery after injecting the surgical adhesive between layers of dissected sinuses of valsalva to re-oppose them. The surgeon does not suspect that the blockage was caused by a blood clot, because the pt was receiving a large amount of heparin during the procedure.